Manufacturer narrative:
Product manufacture date: 20may2013. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 4.5mm narrow lcp plate 8 holes 152mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. A product investigation was completed: per the technique guide, these implants are intended for use in internal fixation across various fracture locations. In this case, the reported procedure was a comminuted distal third left humerus fracture. Information regarding use is provided per the large fragment locking compression plate (lcp) instrument and implant set technique guide. The 4.5mm narrow locking compression plate (lcp) was received intact. The implant shows general wear and surface scratches consistent with implant and subsequent removal. A review of the design drawing for the plate was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for their intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed. The original procedure to repair a comminuted distal third left humerus fracture was performed on (B)(6) 2015. The patient was non-compliant with multiple co-morbidities including arthritis, gout, high blood pressure, blood clots, osteoporosis and obesity. Delayed union/nonunion were reported. The hardware was explanted on (B)(6) 2015. The explanted hardware included six (6) cortical screws (two of which were broken with partial shaft of screws left in patient), and one plate (removed intact). The patient was revised to a medial 3.5mm 8 hole extra-articular plate. During the procedure a 2.5 drill bit was broken and a part was left in the patient. The broken drill bit event is addressed and reported separately under (B)(4). This complaint addresses the need for revision surgery. This report is 3 of 3 for (B)(4).